Event description:
It was reported to the aci sales professional that on (B)(6) 2010 a (B)(6) female patient underwent a diagnostic heart catheterization procedure on (B)(6) 2010. Access was in the right groin via a 6f sheath. The physician, a trained user of the mynx, used the device for femoral arterial closure following the heart catheterization. There were no reported complications during the catheterization or the closure. Hemostasis was achieved and the patient was discharged per standard hospital protocol. It was reported that 2 days post procedure, the patient came into the ER complaining of right leg pain. An ultrasound was performed that revealed a pseudoaneurysm (psa) and small hematoma. The patient was scheduled for a follow up on (B)(6) 2010 and was sent home. At the patient's return visit on (B)(6) 2010, the psa and hematoma appeared to have become larger. The patient was admitted to the hospital and underwent surgery to evacuate the hematoma and repair the psa. Additionally, during the patient's hospital stay, the patient became anemic and required a blood transfusion. The patient tolerated the procedures well and was discharged without further clinical sequela on (B)(6) 2010. On (B)(4) 2010, the aci sales professional reported that the patient returned to the doctor's office on (B)(6) 2010 with pain, redness and swelling at the groin site which was diagnosed as cellulitis with an abscess. Seventeen cc of fluid was drained from the abscess and sent for culture and the patient was placed on oral antibiotics and sent home. The doctor was advised to notify us of any significant results from the culture or any complications that should arise with the patient.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedural information provided, the cause of the reported pseudoaneurysm and hematoma could not be conclusively determined. There is no indication that the device did not perform as intended. Hemostasis was reportedly achieved with the mynx and without complication. The cause of the subsequent report of pain, redness and swelling at the groin site diagnosed as cellulitis greater than one month following the surgical procedure could be secondary to the surgery, however, based on the information provided and with no culture results, the root cause could not be conclusively determined. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.